Event description:
It was reported that on jul 16, 2024 the hand piece for battery powered driver will not work when battery plugged in. It is unknown when the issue was observed. It is unknown if there is patient involvement. No further information is provided. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: service and repair evaluation: the customer reported that the hand piece for battery powered driver will not work when battery plugged in. The repair technician reported that device failed cosmetics test, cracked contact plate, discolored membrane vent, device does not run in forward, fast forward and reverse mode, discolored wires, debris on barriers, rust on motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008. Synthes lot # 004868. Supplier lot # 004868. Release to warehouse date: 02 oct 2012. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.